Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient visited the clinic for medical attention. The sensor was explanted and the wound was treated. Further follow-up from the patient revealed that the wound has healed very well and the patient is doing fine.

Event description:
Senseonics was made aware of an incident where the patient developed infection at insertion site leading to sensor removal. The patient was not prescribed any antibiotics. After the sensor removal, the wound was fixed with fixomull and was not stitched.